Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that the de novo lesion located in the mid to distal right coronary artery (rca) was mildly calcified. The lesion was less than 23 mm in length. A xience v stent was used to direct stent the lesion and it was inflated to 10 atmospheres (atms) for 20 seconds to deploy the stent. During the second inflation with the stent delivery system balloon, it ruptured at 14 atm. The procedure was completed without further post dilatation. Reportedly, there were no patient effects. No additional event or patient information is available.